Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the touchscreen was scratched resulting in difficulties reading the screen. The customer¿s blood glucose was not impacted. The customer continued to use the pump for insulin therapy.